Manufacturer narrative:
No button error alarm noted. However, act button did not respond due to corroded keypad trace. The insulin pump received with minor scratches on display window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the insulin pump slipped and fell out of their hand. Customer's current blood glucose reading is low due to swimming. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.